Event description:
It was reported that there was a drug leak and occlusion. An ekosonic endovascular device, 106x24cm was selected for use in a unilateral thrombolysis procedure. After seven hours of ekos therapy, while in the ICU, it was observed that there was a wet spot in the patient's bed and some blood backing up in the drug luer. The nurse attempted to flush the catheter and observed that fluid squirted sideways out of the drug infusion tubing, below the hub where the stopcock was connected. There was a pinhole leak in the hub of the drug infusion tubing. The line into the patient was completely occluded. Troubleshooting was unable to resolve the issue. The tpa was run at a slower rate to bypass the issue and therapy was completed in the morning. Thrombus was resolved. There were no reported adverse consequences to the patient.